Manufacturer narrative:
At this time, the product has not been returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to unknown product performance issues. The patient underwent surgical intervention to replace the lead. No additional adverse patient effects were reported. The lead is not expected to return.